Event description:
Caller reported a cgm error 42, indicating an issue with the sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and after completing the reset, the error did not reappear. Caller was able to successfully start a new sensor session following the resolution steps.